Event description:
This is in reference to labcorp growth hormone, serum test number 004275. According to the reference ranges provided by facility, the range of 0.0-6.0 is considered normal for an adult male; however, it seems that the reference 0.0 is not correct because it would indicate no evidence of a gh present therefore the test can not yield a negative/deficient result. Case in question yields a result of 0.3 which we consider low or deficient. According to the reference results by facility, there is no manner in which a person can be considered gh deficient because the results can not equal lower than 0.0. The test should yield a reference range of something higher than 0.0, so that the end result would prove or disprove gh deficiency. Http://www.labcorp.com/datasets/labcorp/html/chapter/mono/sr002300.htm